Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the reported issue was caused due to dimming deterioration, the output connector (light guide connection part) could not enter high brightness mode due to failure of the high brightness detection unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite xenon light source had temperature error code e101. The customer removed the dust, but the error code did not disappear. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e101 error occurred due to failure of the cooling fan. The event can be detected/handled by following the instructions for use which state: chapter 9 "when abnormality occurs" section 9.2 "how to tell the abnormality and how to handle it". Olympus will continue to monitor field performance for this device.